Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when the tubing is normally connected to the patient, it indicates that the patient is not connected. It was noted that the sensor must be checked on the spot. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the authorized service provider (asp) engineer was not able to evaluate the device as the customer declined service and repair. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.